Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an endovascular thrombectomy interventional procedure with a 7f sheath. Reportedly due to antegrade puncture, the device was held at little above 45 degree angle during the procedure. A cuff miss [suture retrieval issue] occurred. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly due to antegrade puncture, the device was held at little above 45 degree angle during the procedure. A cuff miss [suture retrieval issue] occurred. The electronic prostyle instructions for use (eifu), states: a: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. The reported difficulty appears to be related to the user error. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.